Manufacturer narrative:
(B)(4) lens implanted.

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, in her right eye (od). The patient reported she had lost vision due to the development of a cataract (anterior subcapsular). The lens had a low vault. The patient had a small retinal tear and it was repaired. The lens remains implanted. The patient's post-op va was 20/20.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review, work order search. Results: (evaluation result): per medical review: reportedly, (B)(6) year old patient received icl in 2012 and was complaining about decrease in va due to cataract development by completing 36 month follow-up form. The patient also reported small retinal tear that was repaired. Data clarification request form was received on 11/19/2015, stating that anterior subcapsular cataract was caused by low vault of icl decreasing the va from 20/15 to 20/20. Icl remained implanted and no secondary or surgically intervention was performed. However, the small retinal tear, that was treated and resolved by cryotherapy, was not caused by device but by patient related factor (vitreous degeneration). It should be noted that at the time of the icl implantation patient was (B)(6) years old and perf dfu indications: "the visian icl is indicated for use in adults 21-45 years of age "therefore, there is no sufficient safety and effectiveness data to support implantation in such patients and that was reflected in device causality. Furthermore, literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). A work order search found no similar complaints. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, a specific root cause of the event could not be determined. (B)(4).